Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation sometime in (B)(6) 2017 and the patient was discharged home. "Approximately 5 days after the ablation, the patient presented with sepsis and was taken to the operating room. The uterus appeared normal however, a perforation with thermal injury was noted on the rectosigmoid colon requiring bowel resection and colostomy. Approximately 4 months later the colostomy was reversed and a hysterectomy was performed. Pathology on the uterus demonstrated infarction of uterine fibroids and proliferative endometrium". Currently, it is unknown how the patient is doing.